Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled. Patients had to be redrawn. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-mar-2025. Investigation summary: bd received 358 samples and 2 photos for investigation. The photos depict tubes containing a clear liquid above the etched line and below the bottom of the hemogard shield, although they do not display the reported overfill issue. Upon visual inspection, 8 out of the 358 returned samples exhibited a clear liquid above the etched line and below the bottom of the hemogard shield, with no issues identified in the remaining 350 samples. A functional test was conducted on 10 of these tubes, confirming all were within specification limits. Additionally, 100 retained samples were inspected, revealing no visible defects. A functional test on 10 retained samples also confirmed all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled. Patients had to be redrawn. There was no health impact or consequences reported.